Event description:
Ibd case using 10 x 59mm stent tracked tightly forward through the 7fr introducer catheter. The balloon was unable to be fully deflated post deployment and had to remove sheath and balloon together.

Manufacturer narrative:
Currently in the process of evaluation.